Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status, activated on (B)(6) 2020. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted due to the depleted battery. In conclusion, there was no indication of a device malfunction. The eos battery status was anticipated.

Event description:
Device explanted due to eos. No adverse patient events reported. Should additional information become available, it will be added to this file.